Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was not alarming when the vte was low. The ventilator was on a patient when this reported issue occurred. The customer stated there was no patient harm or injury.